Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer received a scan message 'lo' (reading less than 40 mg/dl) on his adc freestyle libre sensor for three days. It was further reported the customer experienced symptoms described as "sweat, very tired, vomiting, and pain all over body". Caregiver called the paramedics, and upon their arrival, customer was taken to a hospital where a reading of 600 mg/dl was obtained and he was diagnosed with hyperglycemia. No details regarding treatment were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Performed a visual inspection on the sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer's caregiver reported the customer received a scan message 'lo' (reading less than 40 mg/dl) on his adc freestyle libre sensor for three days. It was further reported the customer experienced symptoms described as "sweat, very tired, vomiting, and pain all over body". Caregiver called the paramedics, and upon their arrival, customer was taken to a hospital where a reading of 600 mg/dl was obtained and he was diagnosed with hyperglycemia. No details regarding treatment were provided. There was no report of death or permanent impairment associated with this event.